Manufacturer narrative:
Visual inspection performed on the returned reader (nagc172-j1188) and no issues were observed. The returned reader powered on with button depression, no error message observed. The extended investigation was conducted. Performed built in reader test, test passed and all functions working as expected. Inspected the returned adc supplied charging cable, observed minor damage due to use related issues, plugged returned cable into cable tester and functioning as intended. The returned reader was observed to charge when using returned abbott supplied charging cable. Therefore this issue is not confrimed to use. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader and verification of correct cable were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable was part of the kit pack. This serves as a correction report. Section h10 (additional mfg narrative) were incorrectly submitted in the both initial and follow up #1 report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an error 9 message on their meter display and was unable to obtain readings. As a result, customer experienced a seizure and self-treated. No treatment information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device. Customer received an error 9 message on their meter display and was unable to obtain readings. As a result, customer experienced a seizure and self-treated. No treatment information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an error 9 message on their meter display and was unable to obtain readings. As a result, customer experienced a seizure and self-treated. No treatment information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Visual inspection performed on the returned reader (B)(6) and no issues were observed. The returned reader powered on with button depression, no error message observed. The extended investigation was conducted. Performed built in reader test, test passed and all functions working as expected. Inspected the returned adc supplied charging cable, observed minor damage due to use related issues, plugged returned cable into cable tester and functioning as intended. The returned reader was observed to charge when using returned abbott supplied charging cable. Therefore this issue is not confrimed to use. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.